Event description:
Customer reported being unable to test due to his adc meter displaying a low battery icon. Customer further reported that approximately two weeks prior to calling customer service on (B)(6) 2012, he experienced symptoms that were described as "shakiness, sweaty" and "nervousness", which resulted in a loss of consciousness. Customer reported self-treating with "novolog insulin 100 units in the morning and at night and regular insulin 20 units." Paramedics were called, tested his blood sugar and determined it "was low;" (no reading was provided). Customer was treated on the scene with glucose via intravenous infusion and transported him to a local healthcare facility, where he was diagnosed with hypoglycemia. Customer was treated with unspecified "IV medications and glucose." Customer additionally reported he was diagnosed with both hypoglycemia and hyperglycemia. However, a diagnosis of hyperglycemia is inconsistent with the treatment rendered. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The date of the medical event is unknown, the date of event is the date when abbott diabetes care became aware of this medical event. (B)(4).